Event description:
This report is based on information provided by philips remote filed engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the therapy delivery test failed. The rse worked with the site biomedical engineer (biomed). Their evaluation found the device needs a processor printed circuit assembly (pca). Based on the information available and the testing conducted, the cause of the reported problem was a processor pca. The reported problem was confirmed by the biomedical engineer. The processor pca and its daughter (system on module) som circuit board will need to be replaced. The device after evaluation needs a processor pca to resolve the issue. The parts have been ordered to site for the biomed¿s installation. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : remote support provided.